Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The pump was received with a critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery. Alarm due to the force sensor flex cable not aligned properly in the connector. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose was 16 mmol/l. Customer states pump was not exposed to a high magnetic field. Customer states they are able to rewind the pump. Customer was able to successfully clear the alarm. Customer states they are unsure if the pump was bumped or dropped. Customer states alarm occurred during basal delivery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.